Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found.

Event description:
It was reported that during an implant procedure, the device was not capturing when a competitor lead was connected to the right ventricular port. Multiple attempts were made to connect and reconnect the lead with the same device issue noted. The pacing impedance was also being measured as high and while sensing was possible, the r waves were much smaller when measured through the device than when measured with the analyzer. The device was not used. No patient complications have been reported as a result of this event.